Event description:
It was reported that (1) device was used during a tubal ligation. It was reported by the rep that the pt came in for outpt elective tubal ligation. The first endopath was inserted (5mm) and unable to fire; second endopath (10/12mm) inserted, but was unable to visualize. A 3rd endopath was inserted in the supra pubic area and the physician visualized hematoma arising in the sacral promontory area. A vascular surgeon was called in and placed a patch near the common iliac bifurcation. The pt had to be converted to a laparotomy and received cell saver blood as well as 2 units of blood. The device in question is the 355ld trocar. The other two devices are available for analysis.